Event description:
It was reported that pump displayed malfunction alarm code and there were no notable events before issue occurred. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully cleared alarm without recurrence, and was advised to continue using pump and to call back if malfunction returned, which customer acknowledged and understood.